Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas1421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that one of the procedure nurses went to use a product on (B)(6) 2017 and the packaging seal was broken, so she could not use the product.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the seal was open was confirmed. It appears that the kit was opened outside bard control; however, when or how the seal was opened could not be determined. One powerpicc solo kit, which resembles the item in the provided photograph, was returned for investigation. Part number 9295108d and lot number reas1421 were on the label. The expiration date was 2017-10-28. The tyvek flap was separated from the top edge of the pouch and was noted to be wrinkled and crumpled away from the top edge of the pouch. Evidence of a complete seal was observed where the tyvek had been peeled away from the pouch. A white colored band was observed along the edge of the pouch where material was transferred from the tyvek flap. No gaps were noted in the material transfer along the edge of the pouch. The width of the seal was consistent and uniform. No other damage was observed on the tyvek, the pouch, or the wrapped kit contained therein. A tactual investigation revealed that the remainder of the seal was intact and adhered to the bag. The packaging exhibits evidence that it was properly sealed, but must have been inadvertently opened and may have occurred outside bard control due to improper handling or storage conditions. A review of the manufacturing records (DHR, mrr¿s, scrap and mfg. Process changes) showed no evidence that the reported event was caused by the manufacturing process.

Event description:
It was reported by the facility, via the sales rep, that one of the procedure nurses went to use a product on (B)(6) 2017 and the packaging seal was broken, so she could not use the product.